Manufacturer narrative:
(B)(4). The lot met all in-process and finished product specifications. No product verification was performed as the device was not returned. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined.

Event description:
This is the first of two reports on the same patient. Refer to medwatch 9681121-2013-00010 for a description of the first report. A consumer reported that she was diagnosed with a corneal ulcer in her right eye. She stated that she slept in her contact lenses for one hour, and that the weather is drier than usual. Medical attention was sought, and an unspecified antibiotic was prescribed. The event has resolved, and contact lens were has resumed. Additional information has been requested, but not yet received.